Manufacturer narrative:
Device evaluated by MFR: insurance company is in possession.

Event description:
Consumer claims that a humidifier caught on fire and caused property damage to his home. Consumer has turned the matter over to his insurance company. No injuries were reported with this incident.